Event description:
Note: the date of the event is unk. It was reported to boston scientific corp in 2008, that a corflo cubby low profile gastrostomy device was used during a feeding procedure. According to the complainant, a right angle feeding tube was replaced with a bolus feeding tube. After placement, backflow was noted in the bolus feeding tube and leakage was noted even with the cap of the button closed. The physician completed the procedure with a corflo cubby low profile gastrostomy device. No pt complications were reported as a result of this event, and the pt's condition was reported as good, following the procedure.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The may 2008 15-month low profile balloon enteral feeding product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.